Manufacturer narrative:
A field service engineer (fse) was dispatched who replaced defective diluent pump. The customer ran qc with no issues. No further action required by fse the probable cause of the event was a defective diluent pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported a error 2012(air detected-diluent) with their aia-360 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results for pth patient result. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.